Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure (date unknown). According to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.